Event description:
The olympus representative reported the evis lucera ultrasound gastrovideoscope presented an unstable ultrasound image. The image would disappear. The scope was used with the ultrasound cable. No patient injury reported. During the evaluation of the device, it was noted the balloon channel cleaning brush could not be inserted smoothly due to the collapse of the channel. This report is to capture the reportable malfunction of the balloon channel cleaning brush could not be inserted smoothly due to the collapse of the channel noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue of the image issue was confirmed. There was an abnormality in the ultrasound image due to the breakage of the ultrasound probe. (Sound ray was missing). The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The bending section cover adhesive was peeling (floating) (the adhesive may be chipped, and fragments may fall into the body.) The bending section cover adhesive part may have been cracked due to an external factor. The operation part cover surface had come off due to an external factor. The up/down knob was not securely fixed due to damage to the internal parts of the up/down angle fixing lever. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The event can be prevented by following the instructions for use (IFU) which state: "safety precautions handling and general precautions warning ¿ do not strike or drop the tip of the endoscope, soft part, curved part, operating part, universal code, or scope port. Do not bend, pull or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts. ¿ do not forcibly hang the angle, operate the angle suddenly, pull or twist it with the angle engaged. Damage to the body cavity, bleeding, or perforation may occur. Angles may not return during the test." Olympus will continue to monitor field performance for this device.